Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
During a case, it was reported that a mini-bolt was placed on the patient, then a biopsy was taken. Blood was noted in biopsied tissue. The patient was taken for CT to assess for a potential bleed. The CT identified a subdermal bleed approximately 2-3 cm away from bolt placement artifact and from biopsy track/site. MRI was not performed and the litt procedure was cancelled. The surgeon performed resection instead and an artery was identified anatomically as having been cut. The surgeon concluded that mini-bolt placement was not the cause of the bleed. No other adverse events or interventions were reported for the case.